Manufacturer narrative:
The manufacturer's investigation is ongoing and a follow-up report will be submitted when the investigation is complete.

Event description:
Edwards received notification of an evoque procedure in tricuspid position where the wire pressure was used to achieve proper height for timeout. When the capsule was retracted to expose the anchors there were no issues. At approximately 75 degrees of anchor release, the wire jumped forward dramatically into the rvot. It was at this point that imaging looked for, and found, a significant effusion. The remainder of the procedure was accelerated and the valve was deployed at appropriate height. Initial interrogation of the valve revealed no pvl and trivial central leak with the wire still across. At this point the imaging was abandoned to guide life saving efforts. Efforts were unsuccessful.

Manufacturer narrative:
The following sections were updated/corrected/added: b4, g3, g6, h2, h6 and h11. Additional type of investigation codes that were unable to be added in h6: labeling review. Insufficient information available. The complaint for delivery system and/or guidewire pushed into ventricular wall was confirmed with other empirical evidence based on information gathered from the edwards clinical specialist. The key contributing factors supporting this complaint include suboptimal wire placement, the use of wire pressure to gain height, and the behavior of wire during anchor release. No manufacturing non-conformities were able to be identified. Available information suggests that the behavior of wire during anchor release led to the pericardial effusion, which was confirmed by physician and the interventions attempted to stabilize the patient. Since no manufacturing non-conformances were found and no labeling, training, or IFU deficiencies were identified, no preventative or corrective actions were required.